Event description:
The customer stated that she was at the hospital to have a procedure performed when she was taken to the emergency room as a result of hypoglycemia. The reported blood glucose reading was 40 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. It was found that the customer had received numerous no delivery and motor error alarms on the insulin pump. The customer was to revert to a backup plan until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.